Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated repeated alert 63 followed by alert 67 after a restart during a training session, consistent with a restart/malfunction alarm sequence and identified as a tactile prompt/feedback issue associated with the vibrator component; blood glucose was not affected and the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 63 and 67 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.